Manufacturer narrative:
The compromised force sensor system alarm occurred during prime test due to flush/loose drive support disk. The insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched liquid crystal display window and cracked battery tube threads.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had an a33 alarm on his insulin pump while priming it. His blood glucose was unknown at the time of reporting. The insulin pump is being returned. No additional information was reported.